Event description:
It was reported that a patient with an implantable neurostimulator (ins) was in the hospital looking for a manufacturing representative (rep) to check the device. The patient was experiencing nausea and vomiting, and they were unsure if it was related to the ins or not. The patient was admitted on (B)(6) 2017, so they had been experiencing the symptoms at least since then. No further complications were reported anticipated. The ins indication for use was for gastrointestinal/pelvic floor.